Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 13, 2024.

Manufacturer narrative:
This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.